Event description:
It was reported that during the patient's elective explant procedure on (B)(6) 2021, (reference reg report: (B)(4)), the physician was unable to explant part of the s1 drg lead due to the lead breaking during the process. In turn, the procedure was abandoned and surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.